Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this device emitted beeping. After one month the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.